Manufacturer narrative:
Per good faith effort (gfe) response, the customer ultimately ordered the replacement caster, and upon receiving the new part, the customer replaced the defective caster and verified that the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Additionally, the customer stated that the defective caster was not returned for further investigation as it was disposed of.

Event description:
Philips received a complaint by the customer on the v60 indicating that while there were not any issues with the device, the brake on the caster was broken. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that while there were not any issues with the device, the brake on the caster was broken. The remote service engineer (rse) provided the customer with the part number of the locking caster for repair. Investigation is ongoing.